Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. There was an early sensor expiration error in the log.